Event description:
It was reported that the patient experienced irritation at the implant site. The surgeon suspected that the patient was allergic to the internal stitches used to hold the internal device in place. Surgery was performed to open the skin flap and remove the stitches. The surgeon indicated that cultures were negative for infection. The patient has resumed use of the device. When more info becomes available, a supplemental report will be sent.